Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
A consumer reported a coupling problem; she had been very frustrated with recharging and she would recharge for days without getting the battery to be full. The patient stated she was in pain because she had trouble recharging her implant. Troubleshooting included reviewing how to reposition the antenna and press start charge button. It was recommended to use the antenna locate feature. The patient was able to get 6-8 bars and noted a damaged recharger antenna. A replacement antenna was requested. Additional information received from the patient reported charging was taking too long. She would sit for hours trying to charge and the coupling bars were not steady. They would come up and disappear, and sometimes no black boxes would appear. The only time coupling bars would come on was if she stood up and she couldn't stand for 2 hours. She received the new antenna; however, it still took her over 2 hours to charge. The patient mentioned this to a manufacturer representative (rep) last week and it was noted that the patient would have to recharge more frequently after having been reprogrammed; the new programming used more batteries. The patient was told she would now have to charge every 2 days. When asked if she was still having coupling bar issues, the patient stated she would charge the night of the call and find out. The patient was advised to try while on the phone and she reported all coupling bars. The patient stated this was due to her having charged on sunday. Proper placement and not allowing the antenna to move around was reviewed; if coupling was lost, repositioning the antenna would be needed. Further information received from the patient reported she was charging too frequently. She had to charge every 3 days, which was more often than she used to have to, and was upset because she couldn't charge her device to 100% full no matter how long she tried. It was noted that she would get 8 boxes filled in and she would sit for 3-4 hours. It took twice as long as before to charge the implant. The antenna previously sent did not fix the issue. The patient was requesting a replacement recharger. Indication for use included spinal pain.

Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, product type: recharger.

Event description:
The consumer reported on (B)(6) 2016 that she was charging her ins every three days when she used to charge her ins every five days. It was noted that the patient had not recently been reprogrammed, switched to a new group or needed to increase parameters. There were no previous overdischarge events, the patient and not had any falls or trauma and they never allowed the ins battery to go below 1/4 of charge. The patient also reported that she had a hard time getting the antenna placed in the right spot, the ins seemed to be deeper than normal, and the recharging belt was uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.